Event description:
It was reported that patient was in beach chair position for capsule release at right shoulder and after 2 minutes surgeon noticed a swelling in the neck area. Patient was checked completely after the event with ultrasound scan and chest x-ray to be sure that there was no pneumothorax or other damages. No injury was found. The fluid in neck area was absorbed over the following 4-5 hours. Extubation left no bruising. Surgery was not completed. The surgery was not rescheduled. The patient was put in ICU overnight and then sent home. Follow-up treatment was a therapeutic injection and an arthrogram.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for further evaluation but was not yet returned. Device history record revealed nothing relevant to this event. Preliminary evaluation of the pump revealed no problems found, pump tested properly according to specs. The complaint could not be confirmed. Tubing set was not returned for evaluation. Based on the information provided and device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided or by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device not yet received for evaluation.